Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after the fifth clip. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose cracked/broken, yes; staples in nose, yes; staples in the track, yes (11) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based on the visual examination, it was concluded that the instrument jammed during surgery due to a yielded cartrige nose weld. No conclusion could be reached as to how the nose weld had yielded.